Event description:
It was reported that a patient on peritoneal dialysis (pd) therapy had been diagnosed with peritonitis. Per the pdrn, the patient was experiencing intermittent abdominal pain. Upon follow up, the pdrn stated the patient was seen in the outpatient clinic on (B)(6) 2022 and a pd culture was obtained. The cause of the patient's peritonitis was unknown. The patient's culture results were positive for yeast and elevated white blood cells. The patient was prescribed and treated with the ceftazidime and vancomycin. The patient underwent removal of a non-fresenius pd catheter and was subsequently transitioned to hemodialysis temporarily for renal replacement needs. There were no reported issues with any fresenius products. The pdrn reported the patient is recovering from the event: (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).